Event description:
The customer reported to terumo bct customer support that during the depletion phase of the erythrocyte exchange air entered the tubing system via the inlet. They determined that the adapter for the single-needle method was identified as the air entry point due to a "hiss" sound. The procedure was paused and the operator changed the single-needle adapter. When turning the adapter to the return tubing a cracking noise was heard and a tear in the adapter was visible. A third adapter piece was fitted carefully to the inlet and return tubing and after venting the optia machine, the customer was able to complete the procedure with repeated intermediate alarms. The customer reported that at no time air in the set reached the patient and no medical intervention was required. Per the customer the patient was in good general conditions. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Per follow up with the customer, bubbles were in the reservoir and in large parts of the set. However, air bubbles never reached the patient. Visible foam formation occurred in the reservoir itself. After venting by stopping the centrifuge several times, the system could be vented so that only a little foam was left in the reservoir and not in the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during the depletion phase of the erythrocyte exchange air entered the tubing system via the inlet. They determined that the adapter for the single-needle method was identified as the air entry point due to a "hiss" sound. The procedure was paused and the operator changed the single-needle adapter. When turning the adapter to the return tubing a cracking noise was heard and a tear in the adapter was visible. A third adapter piece was fitted carefully to the inlet and return tubing and after venting the optia machine, the customer was able to complete the procedure with repeated intermediate alarms. The customer reported that at no time air in the set reached the patient and no medical intervention was required. Per the customer the patient was in good general conditions. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Per follow up with the customer, bubbles were in the reservoir and in large parts of the set. However, air bubbles never reached the patient. Visible foam formation occurred in the reservoir itself. After venting by stopping the centrifuge several times, the system could be vented so that only a little foam was left in the reservoir and not in the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The reported incident stated that for the rbc exchange-depletion procedure, that during the depletion phase of the erythrocyte exchange, air entered the tubing system via the inlet. The adapter for the single-needle method was identified as the air entry point¿. Review of the run data file confirmed that the system alarmed ¿centrifuge pressure exceeded limit¿ right after the procedure started, indicating that air likely entered the inline line and caused the centrifuge alarms that were generated. When the ¿centrifuge pressure exceeded limit¿ occurs, the centrifuge and pumps stop, so any air that entered the system would have been directed to the reservoir and entered the vent bag. The optia system has two safety methods for detecting air in the set; the primary detection is the reservoir low-level sensor, and the secondary is the return line air detector (rlad) located on the outlet of the return pump. There were no ¿air was detected in return line¿ alarms generated by the rlad indicating that air reached the return line to the patient. This was also confirmed in the reported complaint. Analysis showed that the centrifuge was stopped twice during the procedure due to alarms and the pumps were manually paused several times by the operator. In addition, there were two ¿pumps have been paused for 3 minutes¿ and one ¿pumps have been paused for 10 minutes¿ alarms generated. The portion of the inlet line from the inlet manifold to the luer contains whole blood with no anticoagulation. If the procedure is paused for an extended period, the blood in this line may begin to coagulate. Consider flushing the lines with saline prior to resuming the procedure if the pumps have been paused for 3 or more minutes to ensure patency in the access and return lines. This can also prevent further level sensor or fluid balance alarms being generated during the remainder of the run. The report indicated that the single-needle adapter connection was the cause of the air that entered the set. The adapter was replaced, and the procedure was completed successfully. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Per follow up with the customer, bubbles were in the reservoir and in large parts of the set. However, air bubbles never reached the patient. Visible foam formation occurred in the reservoir itself. After venting by stopping the centrifuge several times, the system could be vented so that only a little foam was left in the reservoir and not in the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The reported incident stated that for the rbc exchange-depletion procedure, that during the depletion phase of the erythrocyte exchange, air entered the tubing system via the inlet. The adapter for the single-needle method was identified as the air entry point¿. Review of the run data file confirmed that the system alarmed ¿centrifuge pressure exceeded limit¿ right after the procedure started, indicating that air likely entered the inline line and caused the centrifuge alarms that were generated. When the ¿centrifuge pressure exceeded limit¿ occurs, the centrifuge and pumps stop, so any air that entered the system would have been directed to the reservoir and entered the vent bag. The optia system has two safety methods for detecting air in the set; the primary detection is the reservoir low-level sensor, and the secondary is the return line air detector (rlad) located on the outlet of the return pump. There were no ¿air was detected in return line¿ alarms generated by the rlad indicating that air reached the return line to the patient. This was also confirmed in the reported complaint. Analysis showed that the centrifuge was stopped twice during the procedure due to alarms and the pumps were manually paused several times by the operator. In addition, there were two ¿pumps have been paused for 3 minutes¿ and one ¿pumps have been paused for 10 minutes¿ alarms generated. The portion of the inlet line from the inlet manifold to the luer contains whole blood with no anticoagulation. If the procedure is paused for an extended period, the blood in this line may begin to coagulate. Consider flushing the lines with saline prior to resuming the procedure if the pumps have been paused for 3 or more minutes to ensure patency in the access and return lines. This can also prevent further level sensor or fluid balance alarms being generated during the remainder of the run. The report indicated that the single-needle adapter connection was the cause of the air that entered the set. The adapter was replaced, and the procedure was completed successfully. Root cause: a root cause assessment was performed for this complaint. The root cause of the air in the set was determined to be due to a poor single-needle adapter connection and/or a defective adaptor.

Event description:
The customer reported to terumo bct customer support that during the depletion phase of the erythrocyte exchange air entered the tubing system via the inlet. They determined that the adapter for the single-needle method was identified as the air entry point due to a "hiss" sound. The procedure was paused and the operator changed the single-needle adapter. When turning the adapter to the return tubing a cracking noise was heard and a tear in the adapter was visible. A third adapter piece was fitted carefully to the inlet and return tubing and after venting the optia machine, the customer was able to complete the procedure with repeated intermediate alarms. The customer reported that at no time air in the set reached the patient and no medical intervention was required. Per the customer the patient was in good general conditions. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported to terumo bct customer support that during the depletion phase of the erythrocyte exchange air entered the tubing system via the inlet. They determined that the adapter for the single-needle method was identified as the air entry point due to a "hiss" sound. The procedure was paused and the operator changed the single-needle adapter. When turning the adapter to the return tubing a cracking noise was heard and a tear in the adapter was visible. A third adapter piece was fitted carefully to the inlet and return tubing and after venting the optia machine, the customer was able to complete the procedure with repeated intermediate alarms. The customer reported that at no time air in the set reached the patient and no medical intervention was required. Per the customer the patient was in good general conditions. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3, a.4, b.5, b.7, h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Per follow up with the customer, bubbles were in the reservoir and in large parts of the set. However, air bubbles never reached the patient. Visible foam formation occurred in the reservoir itself. After venting by stopping the centrifuge several times, the system could be vented so that only a little foam was left in the reservoir and not in the set. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during the depletion phase of the erythrocyte exchange air entered the tubing system via the inlet. They determined that the adapter for the single-needle method was identified as the air entry point due to a "hiss" sound. The procedure was paused and the operator changed the single-needle adapter. When turning the adapter to the return tubing a cracking noise was heard and a tear in the adapter was visible. A third adapter piece was fitted carefully to the inlet and return tubing and after venting the optia machine, the customer was able to complete the procedure with repeated intermediate alarms. The customer reported that at no time air in the set reached the patient and no medical intervention was required. Patient information are unknown at this time the collection set is not available for return because it was discarded by the customer.